Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5104534.

Event description:
It was reported the patient experienced ineffective stimulation with their scs system and drg l4 lead migrated. Confirmed by x-ray. Surgical intervention may be pending to address the issue. Note: it is unknown which scs lead is related to this issue.

Event description:
Additional information was received wherein the drg system was explanted. During the surgery, the physician attempted to place the new drg leads and was unable to due to scar tissue. No intervention was done to the scs system and remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.